Manufacturer narrative:
Result: power cord plug missing its ground prong. Cut on communication cord.

Event description:
It was reported by service report that the power cord plug was missing its ground prong, and the com cord was cut. It is unk if there was pt involvement or if there were adverse consequences to report.